Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, 11.50/+2.0/081 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2020 but the problem was not resolved, so the lens was explanted. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.